Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device advised shock on what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.